Manufacturer narrative:
Visual evaluation of the returned device found that the unit has some minor scratches on the cover. Functional analysis showed that all the knobs and switches appeared to be functioning properly. Electrical evaluation revealed that the unit passed and is within all test parameters. The complaint was not confirmed. The returned device showed no evidence of either the alleged issues, or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure sufficient rf energy was not delivered by the console. The endostat console was not cutting well in 20 watts instead 30 watts was used to obtain the desired result. The procedure was completed with this device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of console not delivering sufficient rf energy. The device has not been received for analysis. If the device is received, upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure sufficient rf energy was not delivered by the console. The endostat console was not cutting well in 20 watts instead 30 watts was used to obtain the desired result. The procedure was completed with this device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.